Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow-up revealed the patient has regained motor function of both legs.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient underwent a lead replacement procedure on (B)(6) 2015 (reported under MFR. Report#: 1627487-2015-26425). While in the recovery room, the patient lost motor function in both legs. In turn, the patient underwent a CT scan and an explant of the replacement lead.